Event description:
Adult pt in ccu received an overinfusion of amiodarone. Rate was to be 33ml/hr and the whole infusion went in in 2 hours. The nurse noted free-flow on channel a. No pt injury. Alaris requested to have the pump sent back for investigation. Uhs owns the pump and wanted to do their own investigation. We received a report of their findings on 10/21/04. They found that free-flow on channel a occured due to a small piece of black plastic that was caught in the cassette chamber area. It was determined that the piece of plastic was part of the mechanism that holds the unit's lower housing assembly in place. From additional inspection, it was determined that this piece was probably broken off during the process of removing and reinstalling the lower housing. Device failure attributed to improper maintenance.